Event description:
It was reported that the customer was getting an alarm. The family member indicated that the paramedics were at home to treat the customer's low bgs. More information could not be obtained on the pump due to the alarm. The contact stated that the customer was disconnected from the pump at time of priming. In addition, it was mentioned that the customer was running low most of the day. Furthermore, the contact stated that pt would call back later to provide the pump's serial number. Advise the customer to call the help line if further assistance is needed.